Manufacturer narrative:
The device was returned for evaluation however investigation has not yet begun at the time of this report. Omnipod insulin management system ¿ user guide. Model: ust400. 14421-aw rev h 01/16: using the pod 5 / page 55: warning: check the infusion site after insertion to ensure that the cannula was properly inserted. The pdm will automatically remind you to check your blood glucose 1.5 hours after each pod change (figure 5-24 on the next page). If the cannula is not properly inserted, hyperglycemia may result. Verify there is no wetness or scent of insulin, which may indicate the cannula has dislodged. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
A patient¿s blood glucose reached 300 mg/dl. The cannula did not deploy when pod was on patient, indicating a needle mechanism failure. Patient had removed the pod, took a paper clip and poked the area of the cannula and thus cannula had then deployed.

Manufacturer narrative:
The returned device was evaluated and performed as designed. The cannula was fully deployed. The reported needle mechanism failure was not confirmed. No malfunction or other product condition that would have contributed to the reported hyperglycemia was found.